Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the hand switch was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The handswitch was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system started in standalone mode and could not initialize x-ray functionality. There was no patient present when this issue was identified. No additional information was provided.